Event description:
The customer reported via phone call that she had a constant tone on the insulin pump. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer stated that she jumped in a pool. Customer stated that the button error alarm occurred prior to the constant tone. Customer did not wish to run a self test. Customer reported that there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was monitored for audio/beep anomalies and none were noted. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip, and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.